Manufacturer narrative:
Zimmer biomet complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that the patient presented with a fractured screw. The screw was removed. No injury to the patient. Tooth location #19.